Event description:
It was reported that the foley catheter deflation rate and appearance did not confirm to the standard as shown in photos. In the photo samples, it was mentioned that the balloon burst, and the discolored catheter appeared to have brown ripples on the surface after being soaked. The catheter looked faded overall before being soaked. Per follow up information received via ibc on (B)(6) 2022, it was stated that the customer did the function tests, and the foley catheter was soaked by urine. There was no patient involvement and during the process of function testing, the balloon did not confirm to the standard of deflation rate. The catheter was discolored after soaked with the urine, meanwhile there was brown stripe appeared on the surface of the catheter. The customer purchased 2050 catheters and took 11 of them at random to do function tests, all 11 catheters became discolored, so the customer considered that all 2050 catheters were defective.

Manufacturer narrative:
The reported event was confirmed and the cause was unknown. The reported failure was able to be reproduced. The product was used for urological care. The product had caused the reported failure. Based on the attached photo, balloon burst was observed on the sample and observed ripples on the surface of the catheter. However, the exact cause of how and when the problem occurred could not be determined since the catheters were tested functionally by the customer and the testing procedures were unknown. Hence, the reported event is confirmed as unknown cause. The potential root cause for this failure could be over exposure to chlorination during latex processing /over exposure to ozone resulting in product degradation/ exposure to petrolatum based products /improper storage of the product. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿do not use the product of have later allergy. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box.¿ the actual/suspected device was inspected.

Manufacturer narrative:
The reported event was confirmed and the cause was unknown. The potential root cause for this failure could be over exposure to chlorination during latex processing /over exposure to ozone resulting in product degradation/ exposure to petrolatum based products /improper storage of the product. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use the product of have later allergy. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box."

Event description:
It was reported that the foley catheter deflation rate and appearance did not confirm to the standard as shown in photos. In the photo samples, it was mentioned that the balloon burst, and the discolored catheter appeared to have brown ripples on the surface after being soaked. The catheter looked faded overall before being soaked. Per follow up information received via ibc on 18jul2022, it was stated that the customer did the function tests, and the foley catheter was soaked by urine. There was no patient involvement and during the process of function testing, the balloon did not confirm to the standard of deflation rate. The catheter was discolored after soaked with the urine, meanwhile there was brown stripe appeared on the surface of the catheter. The customer purchased 2050 catheters and took 11 of them at random to do function tests, all 11 catheters became discolored, so the customer considered that all 2050 catheters were defective. Per follow up information received via ibc on 22jul2022, it was stated that the customer performed 12 tests and in which appearance and deflation rate of the foley catheters did not pass. Per function tests form received via ibc on 26jul2022, it was stated that the foley catheter failed in appearance. There were discoloration throughout the materials, brown wrinkles on the surface after discoloration and balloon burst.